Event description:
A minimum fill notification was reported by the caller. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer received assistance from technical support to load a new cartridge onto the pump to address bg level and allowed insulin therapy to resume successfully.